Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a pt (age and gender unk), when the device gave a "no shock advised" prompt to a ventricular fibrillation pt heart rhythm. The complainant indicated that there was no adverse effect on the pt as a rsult of the reported malfunction.